Event description:
It was reported that the ilet pump displayed alert code "38" indicating consecutive stalled motor during a supply change shortly after a prior change, with hyperglycemia noted at 319 mg/dl and rising; the user performed a force restart, completed a dry run up to 165 units without recurrence, then experienced the alert again during a subsequent supply change, after which all supplies were replaced and the supply change was completed with successful reconnection, and the user was instructed to monitor and call back if no improvement. Customer care provided support that included guided full replacement of disposable supplies and glucose monitoring follow up. Investigation of this case revealed that the alert was associated with a consecutive stalled motor condition during the supply change process, with functionality restored after supply replacement and system restart. No clinical symptoms associated with hyperglycemia reported. Outcomes included no injury and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.